Manufacturer narrative:
Evaluation summary: the iol is not available because it was discarded. Complaint history and product history records could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that a patient got endophthalmitis after intraocular lens (iol) implant surgery. The iol was removed after three days. The patient has atopic dermatitis and the surgeon considers it as a possible cause of the infection, but there are other possibilities too. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
In a f/u, the surgeon reported that three days after the iol was implanted, the pt returned to see the surgeon because of a decrease in vision.

Manufacturer narrative:
Eval summary: based on review of complaints received, a signal for post-operative inflammation was identified for restor iq and restore toric iols in (B)(6). The mfg investigation pointed to the difference in mfg processes for the (B)(4) market and multifocal lenses as a potential differentiator. The mfg investigation has not identified a root cause to date. Date analysis so far has confirmed that these complaints are significant and concentrated around the (B)(4) market for the identified multifocal lenses. On april 13, 2015, the impacted product was put on voluntary hold in the (B)(4) market and issuance of the market caution letter. On april 16, 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery pts who received the identified multifocal intraocular lenses(iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the (B)(4) market. A corrective and preventive action has been instituted; the investigation is ongoing. Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since mid-january 2015 in cataract surgery pts who received restor iols in various clinics in (B)(6). We take this situation very seriously and in the interest of pt safety, are voluntarily recalling restor multifocal iols manufactured specifically for the (B)(4) market and advising surgeons in (B)(6) whose clinics have inventory of restor iols to stop using these iols. The MFR internal ref number is (B)(4).

Event description:
In a f/u, the surgeon reported that the pt encountered eye pain, hyperemia, corneal edema, cells and flare, and hypopyon. When the iol was explanted, a vitrectomy was also performed.

Manufacturer narrative:
There have been no other complaints reported in the lot number. This report was mailed to FDA on 06/10/2015. The MFR internal ref number is (B)(4).